Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. The estimated remaining longevity had decreased from 37% in august to 15% in november and 13% in december. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The patient had another device follow-up in march 2022 and the remaining longevity had decreased to 9%. The physician planned a device replacement procedure for may 2022. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. The estimated remaining longevity had decreased from 37% in august to 15% in november and 13% in december. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be exhibiting premature battery depletion. The estimated remaining longevity had decreased from 37% in august to 15% in november and 13% in december. Technical services reviewed the data in the remote monitoring system and confirmed the device was depleting prematurely due to an abnormal increase in power consumption. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The patient had another device follow-up in (B)(6) 2022 and the remaining longevity had decreased to 9%. The physician planned a device replacement procedure for (B)(6) 2022. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.